Event description:
It was reported that during a procedure the "blade got stuck and jaws would not open" on the ligasure. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received with a derailed blade and was protruding from the jaw, eschar build-up in the guiding slots, and visible biological material on the jaws, evidence that it was clinically used. The reported issue was substantiated as the jaws were unable to open since the blade was dislocated/not fully retracted. Based on the way the blade was protruding, it appears that the jaws were clamped down on the blade after it was dislocated. Functional inspection of the device could not be performed as the blade could not be realigned. Based on stryker sustainability solutions engineering evaluations, the type of failure reported can be caused by clamping on large, rigid tissue. Design of the lf4200 allows for larger bites of tissue than other devices. It is critical, however, that the user does not place too much tissue in the jaws during use. If jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00042 where the device had to be cut away from the patient's tissue when it became stuck due to a derailed blade even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.